Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2011. According to the complainant, the patient presented with a common bile duct stricture. During the procedure, the physician was unable to retract the guide catheter; therefore the stent failed to deploy. The complainant confirmed that the guide catheter did not kink, stretch or break. The stent system was withdrawn from the patient, and the procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Investigation results of the returned device revealed that the proximal barb of stent was slightly torn. Therefore, based on these results, this event is now considered reportable.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent assembly was loaded on the delivery system via suture assembly. The suture was tensed/twisted/wrapped around the proximal end of the barb. The proximal barb of stent was slightly torn and disoriented. The suture hole on the push catheter was slightly torn. The guide catheter assembly was not stretched or broken and remained inside the delivery system. A functional check was performed by retracting the guide catheter assembly to deploy the stent. Upon this evaluation, the guide catheter assembly stretched at the proximal end due to resistance observed, and caused failure in deployment of stent. The guide catheter assembly was removed from the push catheter and the distal end of guide catheter was found to have an obvious kink/bend (suture impression) which indicated that the suture embedded inside the guide catheter assembly. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device¿s performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.